Manufacturer narrative:
Date rec'd by MFR: 26may2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer was provided with service bulletin (B)(4) (which addresses updated testing measures). The device then passed air flow testing; however the oxygen accuracy failed reading 60% when set at 100%. The fse advised the customer to replace the flow sensor assembly. The customer reported replacing the flow sensor assembly and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit failed air flow accuracy and oxygen mix accuracy testing. There was no patient involvement event date not specified; estimate used.